Event description:
It was reported that the patient presented to the emergency room with a right ventricular (rv) lead perforation and pericardial effusion, confirmed by echocardiography. Pericardiocentesis was performed to drain the fluid buildup. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was perforation. As received, a complete lead was returned in one piece with the helix partially extended and clogged tissue. After the lead was cleaned, torque was applied directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. A tip stiffness test was performed, and the results were within specification.